Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device location is unknown.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Two controllers, four batteries, two controller cac adapters, one battery charger, one battery ac adapter, a controller dc adapter and shoulder pack were returned for analysis. The pump was not returned for analysis. Bat027543 was returned but was not available for analysis. Review of the manufacturing documentation confirmed that con180129, hw10022 and bat027543 met all requirements for release. Log file analysis revealed that the patient was connected to bat044266 with 26% relative state of charge (rsoc) on power port 1 and bat027543 with 97% rsoc on power port 2 on 04/22/2016 at 0:30:30 (last data point recorded). Analysis of bac000040, con180135, cac000037, cdc000030, cac000048, bch000104, bat050640, bat050619 and bat047466 revealed that the devices met specifications; the units passed visual examination and functional testing. Analysis of con180129 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal battery. The faulty battery caused the "no power" alarm not to sound. Analysis of bat044266 revealed that the device failed to meet specifications; the battery passed visual examination but failed functional testing due to a faulty cell pair. Bat044266 was connected prior to the loss of power, however, it was likely going to be replaced with a fully charged battery as bat044226 was nearing the 25% rsoc limit. The battery associated with this complaint (serial # (B)(4)) was removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 (B)(4) and is therefore not available for analysis. An internal investigation determined that this battery has the potential to malfunction due to fault lishen cells within the hvad battery pack. Based on the available information, a root cause cannot be conclusively determined. The patient was likely going to exchange a low charged battery with a fully charged one around the time of the event. This suggest the patient would have been connected to a potentially faulty battery as the main power source. Limited information is available as to whether the patient was found with one or both power sources disconnected death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices: bac000040 (ac battery charger), con180135 (controller), exp. Date: 04/30/2013, cac000037 (ac adapter), cdc000030 (dc adapter), cac000048 (ac adapter), bch000104 (battery charger), bat050640 (battery), exp. Date: 06/30/2015, bat050619 (battery), exp. Date: 06/30/2015, bat047466 (battery), exp. Date: 04/30/2015. (B)(4). Devices: bat044266 (battery) exp. Date: 12/31/2015, bat027543 (battery). (B)(4). Device: con180129 exp. Date 04/30/2013. (B)(4).

Event description:
It was reported from (B)(6) by medical staff that the patient had been admitted to the hospital for a blood transfusion. The patient was found deceased in the hospital room around 3:00 am. No additional information was provided.